Event description:
It was reported that the patient was connected to the power module (pm) when they experienced a low voltage alarm. In troubleshooting, the account changed from system monitor to a heartmate touch but was unable to connect with the patient. It was suspected this was due to non-initiation of the bluetooth dongle. The patient was receiving power to their system with no drops in flow. The account then reported switching the patient to their backup system controller which did not start the pump. Additional information was provided that the driveline was not fully inserted on the back-up controller and also that it was placed on the patient without power sources attached and the pump didn¿t start. There was no damage reported on the connections. Because of this, the patient was placed back on their primary controller with no patient consequences and was receiving power to the system. Log files were sent for review on the primary controller, which showed emergency backup battery (ebb) faults that appeared to have resolved, and a couple of driveline disconnect alarms on 09dec2023 for unknown reasons. Driveline disconnect alarms on 09dec2023 were then reported to be due to the staff exchanging the patient's system controller several times. The log file from this controller also captured some voltage issues on 09dec2023 that may be due to patient cable fatigue. The patient cable was removed from service. Lastly, it was reported that the patient was connected on (B)(6) 2023 to a third system controller and disconnected within one minute. During this time voltages were reported to be a little low. It was reported by the site that this was a "loaner" controller stored in the unit. The contact reported that the patient was stable with parameters consistent with their previous trends. They had not experienced any alarms since. 2916596-2023-08886 hmt MFR. 2916596-2023-08627 backup system controller MFR. 2916596-2023-08891 primary system controller MFR.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files confirmed driveline disconnects in the setting of controller exchanges. The controller event log files collectively contained events from (B)(6) 2023. Two driveline disconnects were captured on (B)(6) 2023, causing the pump to stop. Following the reconnection of the driveline, the pump resumed operation at the set speed without issue. Shortly after, an additional driveline disconnect was captured. These disconnections were consistent with the reported controller exchanges. The lvad event log file contained events from (B)(6) 2023. Three software resets were captured, which were consistent with the reconnections of the driveline captured in the controller event log files. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and patient handbook, rev. C are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.